Event description:
It was reported that pump displayed altitude alarm and suspended insulin delivery even though pump was within validated altitude range and speaker holes were not obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned speaker holes as instructed, removed and reconnected cartridge, and after waiting was able to resume insulin without alarm recurrence, and pump returned to normal operation.